Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin flow blocked alarms. The customer¿s blood glucose level was 266 mg/dl. The customer states they have tried all remedies. The customer performed troubleshooting. Customer reports the infusion set cannula was bent. Customer states the insulin exited. The customer was advised to revert to back up plan. The device will not be returned for analysis.